Event description:
I implanted mentor saline implants in 2002. Since I have I am experiencing: joint pain, arthritis, bladder issues, breathing issues, breast pain, nipple pain, cystic acne, heartburn, reflux, gastritis, depression, anxiety, memory issues, deteriorating eyesight, inflammation, insomnia, early menopause, low libido, easy bruising, tender skin, difficulty swallowing / throat tightness, allergies, sinusitis, heart palpitations, arm / hand numbness, tingling, neck-shoulder-armpit pain, leaky gut, ibs. Nearly 30 side effects (bii). FDA safety report ID# (B)(4).